Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had the scs ipg replaced due to receiving an elective replacement indicator (eri) message. It is unknown if this occurred prematurely.